Event description:
A us hospital reported that the float in the mr290 humidification chamber was stuck and water filled the chamber and the circuit. No patient injury was reported.

Manufacturer narrative:
Complaint device not received by fisher & paykel healthcare yet. An initial assessment has been made on the event description until such time as we received the complaint device. Results: based on similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling, and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.